Event description:
It was reported that a one-link IV connector experienced clotting during patient infusion. There was patient involvement but no injury or medical intervention was reported. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation, therefore the reported condition could not be confirmed and the root cause could not be identified. A batch review cannot be performed since there was no lot number provided. Should additional relevant information become available, a supplemental report will be submitted.